Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that the patient was seen on (B)(6) 2014 complaining there was no help with stimulation and would like it removed. The patient reported a fall on (B)(6) 2014, where she fell on her stimulator and afterwards experienced pain with stimulation and a lack of effect. However, there was 50% or greater symptom reduction. There were no notes on x-rays, but reprogramming to a low level of stimulation was required. The system was eventually removed and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c79r, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator removed because it had "quit working." It was noted that the trial worked and the implant worked for a while. It was unknown when the device "quit working" and when it was removed. Initially, it was indicated that the device was removed a month prior to the report. Then it was stated that the patient looked at their calendar and didn't see it in september or october, so they believed it was earlier than that. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.